Event description:
Info received indicates the brake will engage but the caster will not hold.

Manufacturer narrative:
The tech found the brake pad was worn on the caster. The tech replaced the brake caster to repair the bed.